Manufacturer narrative:
A sample device was not returned for analysis, the lens remained in eye. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that, following intraocular lens implant (iol) procedure the patient can barely see out, cannot see at all in left eye. Additional information could not be obtained as the reporter is unwilling to follow-up.